Event description:
Complainant alleged that whle attempting to defibrillate a patient (age & gender unknown) the device failed to discharge using paddles. Complainant indicated that the clincian obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.